Event description:
It was reported that the distal tip of the wire delaminated. A v-18 control wire was selected for use in an arterial angioplasty procedure. During the procedure, the distal tip of the v-18 control wire became delaminated. There were no patient complications reported.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. Visual inspection revealed the guidewire was bent and the ptfe coating had peeled at the distal tip. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the distal tip of the wire delaminated. A v-18 control wire was selected for use in an arterial angioplasty procedure. During the procedure, the distal tip of the v-18 control wire became delaminated. There were no patient complications reported.